Manufacturer narrative:
No device has been returned for evaluation at this time, however, the customer reported the complaint sample is obtainable and will be returned. If dmta receives the complaint sample a supplemental report will be filed containing details of the evaluation. All laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating as intended. A root cause is not possible to confirm without opportunity to review the devices identified. It is acknowledged no manufacturing defects or inconsistencies have been revealed.

Event description:
2 holmium fibers reportedly burned during use.